Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date is unknown. Additional device procode: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Four post-op x-ray pictures were received for review. The x-rays show an unknown end cap which is not firmly attached in to the nail as there is a visible gap. The complaint therefore is confirmed. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that initially, the patient was implanted with an expert retrograde/antegrade femoral nail (rafn) for a femur shaft fracture on (B)(6) 2019. However, an unknown expert rafn end cap was pulled out from an unknown nail. Thus, on (B)(6) 2019, a second surgery was done to re-tighten the same end cap on the nail by an end cap driver. Unfortunately, the surgeon found out that an end cap had pulled out again. The issue was found during a rehabilitation program. X-rays were taken on (B)(6) 2019, and noticed the pulled out end cap. Another x-ray was taken on (B)(6) 2019, with the same result. The surgeon thought that if the end cap pulled out completely from the nail it could damage the knee joint after weight bearing. The surgeon wanted to monitor the issue more. If the end cap will pull out completely, revision surgery will be performed. No patient consequence reported. Concomitant medical products: rafn nail (part unknown, lot unknown, quantity 1) , screws(part unknown, lot unknown, quantity 4). This (B)(4) captures the event that happened after the second surgery while (B)(4) captures the first revision surgery. This report is for one (1) end cap. This is report 1 of 1 for (B)(4).